Event description:
When neurostimulation was turned on, the pt's legs felt cold and were cold to touch. The sensation was painful as well. The sensation occurred in the targeted area of paresthesia and stopped when the implantable neurostimulator was turned off. The pt was seen in clinic for troubleshooting. She fell frequently. The stimulation complaint had started about 3 weeks earlier. It was unclear if the complaint was related to the falls. Impedances were normal. Reprogramming did not help with the coldness feeling. The pt's status was fair. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).